Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. Reportedly, the transmitter had been exposed to radiation. No additional patient or event information was available. A replacement transmitter was sent to the customer